Event description:
Ous MDR - after an implantation time of about 67 months, it was reported that pauses of up to 5 seconds were observed in the long-term ECG. No worsening of the patient's state of health was reported. The pacemaker was explanted. Explant and event dates were not made available.

Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the pacemaker housing. Pronounced blood residue was found in the ventricular connector drill hole. The lead attachment screws for the lead contact showed nothing unusual in the analysis. The screws could be easily screwed in and out. The spring elements also did not show any anomalies in the analysis. It was noted in the incoming goods inspection that the pacemaker was set to vdd mode with 50 ppm and with 2.8 v at 0.4 ms. The pacing and sensing polarity in the ventricle was set to unipolar, and the polarity in the atrium to bipolar. The pacemaker underwent a complete function test and nothing unusual could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. Next, the pacemaker underwent a long-term pacing test. The test showed continuous pacing without interruptions. The analysis of the long-term ECG showed pauses of up to 5 s without pacing spikes. In summary, the analysis results do not indicate any material defect or manufacturing error. The pacemaker is within all specifications. A cause for the pacing loss mentioned in the complaint could not be found during the analysis. The lead connected to the pacemaker had been implanted for about 20 years and was shut down during the revision.